Manufacturer narrative:
(B)(4). Approximate age of device - 6 months the device remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was hospitalized on (B)(6) 2015 due to gastrointestinal (gi) bleeding. The patient's hemoglobin level was 5.8g/dl on admission and 2 units of packed red blood cells were transfused. An esophagogastroduodenoscopy on (B)(6) 2015 found arteriovenous malformations in the second part of the duodenum. The patient was treated with epinephrine and gold probe cautery with resolution of the bleeding. The issue resolved on (B)(6) 2015 and the patient was stable with no further evidence of bleeding.